Manufacturer narrative:
H3: product ID 977006,serial# (B)(6) was returned for product analysis. Analysis found no anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the reason the ins was replaced was the patient wanted a recharge free battery.

Event description:
On (B)(6) 2023, information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was clinical manager called and reports that one of her mdt clinical specialists (cs) had a case on friday(B)(6) 2023. Caller reports that pt was switching from intellis ins to a vanta ins, and that the intellis ins was depleted before the case, so they were unable to interrogate and check therapy settings or impedance values. Caller reports that during the case, when the initial vanta ins was connected to the existing leads, it showed all orange. Caller was unsure if this was for connectivity check, impedance check, or both. Caller reports that cs stated they had healthcare provider (hcp) remove the leads, wipe them off, then re-insert the leads into the vanta ins, which again showed all orange. Caller reports that at that time they connected the lead to a wireless external neurostimulator (wens) which showed all green values. Caller reports that hcp elected to open a second vanta ins, connect it to existing leads, and this check showed all green, so they proceeded with implant of second vanta ins. Caller reports that cs called her after the case, and they had them send back the first vanta ins for analysis. The caller was not with the patient. On 2023-sep-23, the manufacturer representative reported that after the battery was opened the connectivity was checked and it was all red. It was tried several times taking the leads out and then connecting to a wireless external neurostimulator which showed connectivity was all green. The cause was not known.- on 2023-sept-29, additional information was received. The battery that wasn¿t working was returned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.